Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - right; reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: unknown. Update form 57 received 16th dec 2013 - reasons for revision - pain, alval/soft tissue reaction, noise, increased metal ion level. Surgeon - mr (B)(6). Revision hospital - (B)(6). Claimsuite received 17th dec 2013. Lot no for stem added. Revision date updated to (B)(6) 2013 from (B)(6) 2013. (B)(6) details added as complainant. Update received 4th july 2014. Adverse incident report received from patient. Patient details and incident number added. Revision date corrected. New fields completed. More detailed reasons for revision received, including mental anguish. Reasons for revision - pain, alval/soft tissue reaction, noise, increased metal ion level, mental anguish.